Event description:
The patient experienced cognitive issues and 'dangerous' personality changes. He was getting some relief from the tremors but felt manic. The amplitude of his deep brain stimulator was too high and needed fine turning. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.